Manufacturer narrative:
The analyzer did not generate erroneous results. The fse (field service engineer) injured his back while laying twisted on the floor removing a pump from the bottom of the analyzer. A physician determined the fse overextended his back. The fse was prescribed a muscle relaxer, pain killer, and anti-inflammatory medication as well as a couple days of rest. The fse returned to work after the prescribed rest. This event occurred due to mishandling of the instrument during the removal of the pump. This event occurred due to use error. There is insufficient evidence of a system or reagent malfunction. Patient information: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The incident happened during a normal planned maintenance to a customer's analyzer. The fse (field service engineer) was taking a waste pump from the bottom of the instrument that requires some tubing to get disconnected and then to pull the pump out. During this procedure the fse twisted his back as he was pulling the pump. After, the fse's lower back started to hurt. There was no admission to hospital associated with this event. The analyzer did not generate erroneous results.